Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 253 mg/dl, 464 mg/dl, and hi (greater than 600 mg/dl). Customer took her second dose of 500 mg metformin after the reading of hi. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.